Manufacturer narrative:
Continuation of concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. Patient stated that "my meter wasn't working at all. Now it's working, like the battery is dead in it". Patient clarified he was referencing ins. Pt mentioned therapy comes on and off. Troubleshooting could not be performed due to lack of access to product. Patient obtained a patient programmer (pp) which indicated pp batteries needed to be replaced. Patient did not have pp batteries to further troubleshoot. Patient was going to call back for further troubleshooting. The event date was provided as last two weeks. An exact date was not provided. During call, patient mentioned he had been in the hospital, but confirmed it was unrelated to device/therapy. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 97740 serial# (B)(4) product type programmer, patient. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he did replace the batteries in the patient programmer (pp) and the pp did power up. The patient was able to turn stimulation on and again stated that it turned on and off. The patient didn¿t have any equipment with him at the time of the call. Additional information was received from the patient on 2018-08-27. The patient reported that the battery in his back cuts in and out. No further complications were reported.